Event description:
The device was used during an unspecified procedure. Reportedly, the instrument was difficult to open. The surgeon applied another device to complete the procedure. The hosp has reported no patient injury occurred.